Event description:
It was reported that, "we opened the tray on the field and when we attempted to put the constrained liner trial on the handle, the screw springs were popping out of the plastic and were unable to attach to the handle. It looks like wear from autoclave."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available then it will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2011-00766 and -00767.